Event description:
It was reported that insulin on board was inaccurate. The customer experienced a blood glucose level of 40 mg/dl. The customer consumed carbohydrates to address the issue. Tandem technical support educated the customer on how insulin on board is used and calculated. Recommendation was made to consult with a healthcare provider regarding diabetes management